Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site with symptom of oozing at the site. The physician confirmed that the infection was procedure related. The patient was prescribed antibiotics and will undergo an ipg explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed an infection at the ipg site with symptom of oozing at the site. The physician confirmed that the infection was procedure related. The patient was prescribed antibiotics and will undergo an ipg explant procedure.